Manufacturer narrative:
The customer reported receiving this battery pack from a distributor. Records indicate the battery was originally shipped on june 12, 2023. According to the device user manual, a battery pack should not remain in ship mode for more than 12 months before being fully charged. In this case, it appears likely that the battery pack remained in ship mode for approximately 2 years, significantly exceeding the recommended storage duration and resulting in the battery pack's inability to power on the device.

Event description:
A customer reported their arm battery will not charge or power on. They reported that this battery pack has bever been used. They reported that this did not occur during patient use.